Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported patient underwent an initial knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to tibial tray loosening. The patient was revised to a total knee utilizing biomet product.